Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was taken to the hosp by ambulance, due to hypoglycemia. The customer's blood glucose reading at the time of the report was 104 mg/dl. The customer stated that she changed the infusion set on the day of the event. The customer stated that she filled the reservoir to 120 units, but six hours later the reservoir was empty. The customer stated that she did not deliver any boluses during this time. The customer also stated that insulin squirted out during the manual prime. Troubleshooting was performed, and the insulin pump primed normally during troubleshooting. The displacement test passed. The insulin pump was reading the reservoir volume correctly. The customer could not finish troubleshooting at the time of the report. The customer was advised to call back to finish troubleshooting. Nothing further was reported.